Manufacturer narrative:
Based on the provided product photographs and subsequent investigation the report has been confirmed. Stop shipment (B)(4) was initiated to prevent further distribution. Preliminary risk assessment (pra) investigation (B)(4) was held resulting in a field safety notice / recall; quality review board (qrb) (B)(4). The root cause has been attributed to a packaging process error by a depuy supplier. Corrective actions as determined in corrective and preventive action (CAPA) (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A box of pinn sector ha acet cup 58mm was opened during an intervention but a pinn sector ha acet cup 50mm was found inside the box.